Manufacturer narrative:
One opened/used enlite sensor was visual inspected and it was noted the sensor cannula broken. The broken part is missing, unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call, he was having issues with the sensor. He had a little trouble removing the insertion needle. Customer's blood glucose was 212 mg/dl. Customer stated the insulin pump alarmed lost sensor, troubleshooting was performed. It was noted the sensor's probe was retracted and curved. Customer agreed to return the device for analysis.